Manufacturer narrative:
A1-a4: there was no patient involved. G4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the buttons not working on the system monitor was confirmed. The system monitor was evaluated. The reported event of the touchscreen not working was confirmed, the touchscreen needed to be recalibrated to resolve the issue. After the touch screen was recalibrated the unit went through a full functional checkout and then returned to the customer site. A root cause for the reported event was determined to be that the touch screen was out of calibration. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate left ventricular assist system (lvas) equipment to trained service personnel only. Heartmate ii instructions for use (IFU) under section 4, entitled ¿system monitor¿, provides an overview of the system monitor, including how to properly use the system monitor. Heartmate ii patient handbook and heartmate ii instruction for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the bottom buttons on the system monitor were not responding to touch when pressed. The customer tried to get into the calibration screen but was unsuccessful. The unit was sent in for service.